Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract removal and intraocular lens (iol) implantation procedure, while inserting the iol, the haptic got stuck in the cartridge. A cutter was used to cut the haptic to release it from the cartridge, and the remaining lens was then removed from the eye. Additional information was requested but was not available at the time of this report.